Manufacturer narrative:
Insulin pump received with button error alarm and had unresponsive buttons due to corroded keypad traces. No moisture damage on electronic assembly during visual inspection. Insulin pump had minor scratched lcd window, scratched case, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer called to report that the insulin pump alarmed button error. Customer stated that the insulin pump may have been exposed to moisture. Customer's blood glucose reading was 150 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.